Manufacturer narrative:
(B)(4). A visual inspection of the returned item #42527000505 lot # 62480204 found it to exhibit signs of repeated use and has fractured on the lateral side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02896, 0001822565-2021-02899.

Event description:
It was reported from a wir form that persona knee instruments were returned and reported fractured. It was reported that these items are generally damaged during washing at the account and then returned to the warehouse. There was no reported patient involvement.